Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. The lead helix and tip were normal and no damage was noted. The lead met specification and no irregularities were noted which could have contributed to the dislodgment.

Event description:
Boston scientific received information that this right ventricular lead had dislodged. The lead was explanted and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.